Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D11- medical product oss cemented im stem 13x150 item# 150367 , lot# 379450, oss poly tibial bushing, item# 150476 , lot# 678220, oss mod tib baseplate 79mm, item# 150424 , lot# 811420, oss cemented im stem 13mmx90mm, item# 150362, lot# 169330, bmet arcom ap patella 34mm, item# 11-150822 lot# 801050, oss axle item# 150480 lot# 936720 oss reinforced yoke, item# 150493, lot# 190020, oss poly femoral bushings, item# 150477 lot# 166910, oss poly lock pin, , item# 150478 , lot# 879820, oss 3cm ellip diaphyseal seg, item# 150461, lot# 627580, oss poly femoral bushings, item# 150477, lot# 420580, refobacin bone cement r 1x40g, item# 3003940001 , lot# a801dj1904.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-03477. Medical product: unknown oss femoral stem. (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent treatment for a periprosthetic fracture and, subsequently, patient was revised due to loosening of the femoral stem. There is no additional information at this time.